Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive pain and itching had occurred while wearing the pod. The patient was prescribed antibiotics for treatment.